Manufacturer narrative:
(B)(4). The technical service engineer (tse) checked that there was no patient circuit leakage and found that the "o2 sensor was broken and fall down." The oxygen (o2) sensor was replaced. All preformed tests and calibrations were then passed.

Event description:
It was reported that there was a "waiting for patient connect" message on the ventilator display screen when the test lung was connected. There is no reported patient involvement associated with this event..